Event description:
It was reported the patient¿s device, implantable neurostimulator (ins) and lead, was explanted the date of this report by a general surgeon. The patient indicated to the surgeon that the implant was ¿nonfunctional ,¿ but it was not known exactly what was meant by this. The surgeon suspected ¿it did not work for her.¿ it was confirmed there was no device related malfunction or allegation. It was also reported the patient indicated the ins was bothering the patient and was another reason for explant. Additional information received reported stimulation never controlled "urinary" like the patient and doctor had hoped. The patient wanted the device system removed because it never worked.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v876575, implanted: (B)(6) 2012. Product type: lead. (B)(4).